Event description:
The rcp (respiratory care practitioner) was suctioning the patient after giving a respiratory treatment. The ventilator alarm went off for high peak pressure, when the rcp saw the inspiratory breath function on the ventilator was cycling. The rcp tried to stop the process and hit the ¿x¿; around 9 times, with and without gloves, but the ventilator was not responding before the inspiratory pressure screen closed. Per the rcp, it appears the patient was being ventilated throughout the lockout process except for when the inspiratory hold was being activated. Biomed department could not duplicate described issue. Perform device check and circuit calibration. Unit passed device check and circuit calibration.